Event description:
The nurse reported a corneal burn occurred. The company sales representative was called to the facility by the surgeon. The company sales representative reviewed the settings and sleeve/tip selections and found them within recommendations. Multiple attempts were made for more information and patient's status with no response to date.

Manufacturer narrative:
The company service representative examined the system and no problems were found. The system was then tested and met all product specifications. Corneal burn is an issue that is occasionally reported with cataract surgery. According to the health devices, hazard update: scleral and corneal burns during phacoemulsification, november 1996, vol. 25, no. 11: 426-431, most corneal burns can be traced to issues related to surgical technique and not to malfunctioning equipment.